Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, difficulty while advancing the lead through the sheath. The physician tried to advance the rv lead many times, but was not advanced. Rv lead deformation occurred after the advance attempts. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.